Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery and had a rewind anomaly. The customer's blood glucose at the time of incident was unknown. The customer was assisted with troubleshooting. The customer was advised the pump needs to be replaced. Recommended customer refer to back up plan per health care provider¿s instructions. The insulin pump will be returned for analysis.